Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), approximately 2 months post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, the valve was explanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
Corrections to section h6 per additional information received (medical records). Per medical records, the patient presented to the emergency department with unstable angina and was admitted approximately fifty (50) days post tavr procedure for workup. The patient was diagnosed with tavr endocarditis and mitral valve endocarditis. Six (6) days after admission, the thv was explanted and replaced with a 23 mm edwards magna valve. In addition, a mitral valve replacement and reconstruction of the mitral valve left trigone, aorto-mitral curtain and aortic root were performed concomitantly. The patient was transferred to the ICU in good condition. The patient was discharged on post operative day 6. Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever nonconformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The source of the endocarditis cannot be determined based on the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.